Event description:
It was reported the patient's first leads placed in 1995 'came loose.' Her system was replaced in 1999.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 1995-(B)(6), product type extension, product ID 7433, serial# (B)(4), product type programmer, patient product ID 3888-28, lot# l34381, implanted: 1995-(B)(6), product type lead. (B)(4).